Event description:
The manufacturer received information alleging there was a burnt power supply found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that there was a burnt power supply found on the trilogy evo device. The third-party service technician further evaluated but was not able to determine the cause of the issue for this device. The root cause is not confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the air inlet foam filter, muffler assembly, machine flow sensor, cooling fan assembly, fan retainer, and system printed circuit assembly were replaced for unspecified reasons that were unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of thermal issue is accomadated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure were reviewed to assess for the observed probability levels and compare with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6) did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.